Event description:
The customer reported that the patient had a catheterization on 11/24/98. Patient had impressive medical history. Two days post catheterization the patient had a perirectal abscess drainage (11/26/98), he had the abscess for six months. Patient complained of pain in the right leg and underwent an ultrasound for pseudoaneurysm which was normal. Patient was originally admitted on 11/18/98 for abdominal pain, wound infection and urinary retention (complained for several weeks) on 12/4/98. Foley cath administered for inability to void. Vancomyocin and claforan were administered on admitting. Catheterization was postponed several times due to labs. Patient had temps of 102.9 for two days. Leg is doing fine, physician working on abdominal pain. No underlying problems post drainage.